Manufacturer narrative:
The pt was removed from the table and the operation was successfully completed without further event. Account manager was first on scene in 2007. Unit was 'humming' when he arrived and lower cowling was very hot to the touch. He activated the circuit breaker, which stopped the pump from running. Steris tech arrived on site the next day, and found unit had been rolled out to the hallway. The unit was all the way down with the feet in the unlocked position. The foot section was raised up and at a 90 degree angle with the cushion being jammed into the back cushion. Also, the bed was tilted to the left at an approximately 30 degree angle. Tech moved the bed to an unoccupied room and then activated the circuit breaker. The bed immediately activated the pump, but did not activate any solenoids. Tech removed the column covers and base covers from the unit and found the manual switches to all be broken. Once tech disconnected the manual switches, the pump motor deactivated. Tech then attempted to activate the table with the hand control, nothing activated. Tech tried to lock the feet, however they did not activate. The hand control showed them starting to activate, but did not and then the hand control verified non-activation. Column cover has a bend in it that appears to have been bent by something on the base cover and the column lowered into it. Tech evaluation concluded that the unplanned articulations of this table were a result of customer abuse and customer disregard of table warning labels. Someone had put an object on the area marked with a decal warning to not store any objects here. With this object in place, the table was lowered. The uppermost column cover caught the object and was cocked front to back. This caused the cover to flex into the mounted override switch bracket. It broke 4 of the 5 switches. It caused the feet up to be energized and the tilt to energize. Since these controls were shorted, the unit continued to attempt to raise the leg and run the tilt. This damaged the tilt cylinder electrical circuit and damaged the tilt cylinder. Unit is maintained by in house biomed techs.

Event description:
Desciption of the event: pt was prepped and anesthetized in preparation for a c-section birth. Pt was on the table with her legs strapped down onto the leg section of the table. One of the or staff activated the table with the hand control, (unknown which button(s) was activated) the foot section began to lift and would not stop until it reached 90 degree position. The bed then began to tilt and then stop and just hum. The doctor attempted to free the pt from the straps and the table during this action. Pt was removed from the table and the table was moved out of the room. According to staff, the pt has a knee that was injured due to the event and was referred to the orthopedic doctor.

Manufacturer narrative:
The cause of this event appears to be misuse of the device - i.e., setting/storing objects on the base of the table - resulting in damage to the table's electronics, which in extreme cases can cause inadvertent movement of the table. Such misuse is specifically contradicted in the labeling of amsco 3085sp surgical tables and in steris training regarding the device. This type of misuse is the object of a voluntary field correction initiated by steris corporation on february 23, 2010 (B)(4) of 3085 sp surgical tables. As part of the field correction, steris developed and is installing a rigid guard on all tables that protects the electronic switch assembly from contact with table components that can become damaged and impinge the switch assembly as a result of items being improperly set or stored on the base of the table. The surgical table is not under steris service contract and is currently maintained and serviced by the facility biomedical department. No further issues have been reported with the surgical table since the reported event.

Event description:
Steris contacted the facility for more information on the affected patient, however no additional information was made available.